Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. They had to change the battery 3 times a week. They had a couple of high blood glucose in 400 mg/dl their current blood glucose was 94 mg/dl. They had received a replace battery now alarm. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump was received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alarms or power loss alarms noted during testing however they were noted in the formatted history, and long trace. No replace battery now alarms noted in the formatted history, long trace, or during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, and minor scratched lcd window.